Event description:
It was reported that 22 cellulite depressions were treated with aveli, and, approximately 4 weeks after the procedure, 30 cc's of fluid were drained from a seroma on the buttocks. It was reported that three days later, 25 cc's of fluid were drained from a larger seroma on the buttocks, and a few small areas were drained on the posterior side. Nodules were also reported and are dissipating with massage as of one month post procedure. Significant bruising was reported on day 2 after the aveli treatment. Compression garments were worn for two weeks after the procedure. The bruising is reported to be ongoing approximately one month after the procedure.